Event description:
It was reported the patient had "physical withdrawal". A new pump was implanted. The patient recovered "very good".

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly/corrosion.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump motor stopped and could not be reversed. The pump was replaced. Drugs delivered via the device were bucain and clonidine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.